Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the trailing haptic was adhered to the posterior side of the optic. The surgeons was able to release the haptic after extra efforts, leading to extra time to the procedure. No patients were negatively impacted. There are six files associated with this report. This is 5 of 6.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the leading haptic was the haptic that was the issue and not the trailing haptic.

Manufacturer narrative:
Additional information has been provided in b.5, h.3., h.6., and h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company lens haptics adhering to the posterior optic surface following delivery with the company preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).